Manufacturer narrative:
Long-term seizure reduction associated with vagal nerve stimulation in dravet syndrome. Sunanjay bajaj1, alina ivaniuk2, tobias bruenger1, émile moura coelho da silva1, emily huth1, ludovica montanucci1, costin leu1, gary taylor1, mousumi sinha1, rahil a. Tai1, manish n. Shah3,4, michael w. Watkins1, jeremy e. Lankford1, indira m. Kommuru1, sandipan pati1, prakash kotagal5, andreas alexopoulos5, samden d. Lhatoo1, elia pestana knight5, gretchen von allmen6, dennis lal. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a review of scientific literature titled: long-term seizure reduction associated with vagal nerve stimulation in dravet syndrome; it was reported that a patients implanted with vns experienced respiratory complications during an admission for status epilepticus- which ultimately led to death. No other relevant information has been received to date.